Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. The device history record could not be reviewed because the lot number was not known. Device sample (broken piece) was returned to manufacturer and examined. The edge of the broken piece shows a rough edge. The measurements taken on the broken piece does not show any out of specification findings. The root cause of the strap latch door breaking is not known; however, the potential that excessive force was used to open the door cannot be ruled out.

Event description:
It was reported that the anchor fast strap latch door broke off and was found in the patient's airway; lodged right next to the patient's vocal cords. The anchor fast clamp had been opened to place a bite block and was being closed when it was observed that the door was missing and could not be located. A new anchor fast device was applied. The next day, the et tube apparently had a leak and a bronchoscopy was required. The strap latch door was located next to the patient's vocal cords and retrieved. No injury was apparent and the patient has had no ill effects since the event.